Event description:
Orig. Surg alledely x-ray revealed severe acetabular arthtitis. Surgeon also determined a flexion of 60 degrees, internal rotation of 20 degrees, external rotation of 30 degrees, abduction of 10 degrees which is below normal range. Allegedly suffered from severe pain and limited ability to walk.